Event description:
This spontaneous report from the united states was reported by a female patient (unspecified age) who was hospitalized for 3 days to receive IV antibiotics, having a hard time tolerating the sodium chloride inhalation solution 7%. On an unspecified date in (B)(6) 2025, the patient-initiated treatment with sodium chloride inhalation solution, usp, 7%, (unspecified dosing details) to treat regarding a micro-organism found in her lungs. She reported that she had hard time to tolerate sodium chloride inhalation solution 7%. On an unspecified date she was hospitalized for 3 days and received intravenous (IV) antibiotics. No further information was available at the time of this report. Action taken with sodium chloride inhalation solution and the outcome of the events was not applicable.